Event description:
On (B)(6), 2012 the patient contacted animas to report the insulin cartridge had air bubbles in it. Troubleshooting revealed the patient sometimes used refrigerated insulin which can contribute to air bubbles. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Device evaluation: the cartridge was not returned for investigation. A retain sample from lot # b201754 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. No conclusions can be made at this time. Lot#: not provided